Manufacturer narrative:
The customer¿s report that the pump module was alarming ¿patient side occlusion¿ was not confirmed. Review of the pcu error log showed no errors or malfunction. Review of the event log showed no programmed infusions for the reported event date. During an infusion on the previous day there were 3 instances of fluid side occlusion alarms. Functional testing of the returned administration set showed no evidence of blockage. Functional testing of the pump module with the returned administration set failed to replicate a ¿patient side occlusion¿ alarm. Testing was unable to duplicate the compressed or flattened tubing. Additional testing showed that the pressure sensors operated within specification. The pump module passed both the fluid side and patient side occlusion tests. The root cause of the reported event was not identified.

Manufacturer narrative:
Concomitant medical devices: 500ml baxter bag ndc (B)(4) lot y018192, exp july 2017, 0.9% sodium chloride injection; therapy date (B)(6) 2016. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Customer reported that as they were infusing the third bag of stem cells at 999 ml/hr for a stem cell transplant, the lvp was alarming "patient side occlusion" however, the rn could not find any kinks or issues with the patient's line. When she opened the pump door, she discovered that the tubing was compressed/flattened inside the pump. She then switched the pump and tubing and had the same issue again. As a result, the patient did not receive all of the ordered and intended stem cells.